Event description:
The customer reported via phone call that the insulin pump alarmed several no delivery and motor errors. The customer was using aluminum foil for a cracked battery cap. The battery cap contact turned black. Customer's insulin pump alarmed several battery out limits and unexpected restart. The customer's blood glucose level was not reported. The insulin pump was exposed to a x-ray at the airport. The customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a faulty force sensor resistor. The motor passed the motor test. No excessive no delivery alarm could be verified due to the alarm. The insulin pump had normal operating currents and no unexpected battery alarm was noted. The insulin pump was also received with bleeding display glass. The insulin pump passed the reset error test with no alarm. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, worn keypad overlay, missing end cap sticker and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.